Manufacturer narrative:
Product complaint #(B)(4). Component code: (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a unipolar hip to a total hip revision. Used a competitive cup but out hip head. Revised for pain doi: unknown; dor: (B)(6) 2021; right hip.